Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of diabetic ketoacidosis. H6 medical device problem code - 3191 - patient was unable to identify device issue therefore a more specific code could not be selected.

Event description:
It was reported that a wearable failure occurred. The sensor was inserted into the arm on (B)(6) 2023. On (B)(6) 2023, the patient¿s wearable failed late in the evening. The family did not replace the patient¿s sensor right away (as the patient was sleeping) and were not testing blood glucose (bg) readings with a bg meter as back-up. In the early hours of (B)(6) 2023, the patient¿s father brought the patient to the emergency room (ER) (although it is not clear what prompted this). No patient symptoms were reported, as the patient had been sleeping. No bg meter values taken in the ER could be recalled. The patient was diagnosed with diabetic ketoacidosis (dka) and treated with insulin, compazine, and IV fluids. The patient was discharged home later the same day. The patient was in good condition at the time of report. Data was provided for investigation. The problem could not be confirmed. The probable cause could not be determined post investigation as the allegation was not found. No additional patient or event information is available.